Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the complaint has noted the airmix switch to be broken off. This confirms the reported customer complaint. This switch was then replaced and device then passed all functional checks. The problem source has been determined to be user interface, revealing no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the "air o2 mix" of a smiths medical pneupac parapac ventilator is "broken". No adverse effects were reported.